Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016; 4549 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device interrogation was done due to the patient being unresponsive. The patient coded and is now intubated. Interrogation showed some ventricular undersensing of ventricular fibrillation on stored electrograms and possible occasional oversensing. The patient was admitted and no programming changes were made. The right ventricular lead remains in use. No further patient complications have been reported as a result of this event.